Event description:
The customer reported that the collimator does not rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The high voltage cable and collimator were replaced. The hardware in the power cap module was secured. The system was tested and found to be working as intended and put back into service.